Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an in-clinic follow up with an elevated heart rate. Upon inspection, it was found that the ventricular lead was post-paced t-wave over-sensing. Programming changes were made to address the post paced sensing issue. Patient status was stable.